Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4892 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine prolapse, adenomyosis, multi gravida, abnormal uterine bleeding, prostate cancer, diabetes, vaginal prolapse, anemia, pelvic pain female, colposcopy, prostate cancer, graves' disease, wisdom teeth removal, tubal ligation, endometrial ablation, cervical pap smear abnormal, abdominal pain, parity 4, multi gravida and neurectomy. Previously administered products included: pravachol, norvasc, elavil [allopurinol], robaxin and relafen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4892 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, uterosacral ligament suspension,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [cancer screening] on (B)(6) 2022: last cervical cancer screening: agc/neg hrhpv on (B)(6) 2022 and colposcopy on (B)(6) 2023 was cin I with negative. [Hysterosalpingogram] on (B)(6) 2013: procedure: hysterosalpingogram with catheter saline injection indications: tubal ligation status findings: fallopian tubes: essure micro inserts are in satisfactory position. No contrast opacifies the fallopian tubes consistent with occlusion. Conclusion: status post essure procedure. Fallopian tubes are occluded bilaterally. [Pathology test] on (B)(6) 2023: final diagnosis: 4. Right fallopian tube, salpingectomy: - benign fallopian tube with complete cross section and no significant histopathologic change. 2. Left fallopian tube, salpingectomy: - benign fallopian tube with complete cross section and no significant histopathologic change. 3. Uterus and cervix, hysterectomy: cervix - nabothian cysts. Chronic inflammation. Endometrium - benign. Myometrium - adenomyosis. Pre-operative diagnosis: abnormal uterine bleeding /chronic pelvic pain specimen: 4. Right fallopian tube 2. Left fallopian tube 3. Uterus and cervix gross description: single segment(s) of tubular, soft tissue consistent with fimbriated fallopian tube(s) with pinpoint lumen identified. [Pregnancy test urine] on (B)(6) 2013: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received .medical history & lab data added including pathology test .surgery name updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2009, the patient had essure inserted. On (B)(6), 2023, 4892 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.